Event description:
It was reported that the device could not be interrogated. There were no sources of emi nearby that are known. Telemetry tests were performed but failed all tests. The device was explanted and replaced with competitor device.

Manufacturer narrative:
Correct for manufacturer report number 2017865-2017-03393 follow-up 1: no conclusion code available; the reported inability to communicate with the device was confirmed in the laboratory and the current drain into the hybrid was observed to be high. During analysis, the device was power cycled and the high current was found to be intermittent, and decreased to a normal current draw. Afterwards, communication was restored and the device was able to establish inductive and rf telemetry with the merlin programmer. The device was tested on the bench and the device functioned normally. During further analysis, the hybrid became damaged and no further testing could be performed. The cause for the high current, along with the communication anomaly could not be determined.

Manufacturer narrative:
No conclusion code available; the reported inability to communicate with the device was confirmed in the laboratory and the current drain into the hybrid was observed to be high. During analysis, the device was power cycled and the high current was found to be intermittent, and decreased to a normal current draw. Afterwards, the device was able to establish inductive telemetry and was restored. The device was tested on the bench and the device functioned normally. During further analysis, the hybrid became damaged and no further testing could be performed. The cause for the high current, along with the communication anomaly could not be determined.